Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-02167, 0001825034-2024-02168, 0001822565-2024-02880. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat #: 110010243 / g7 osseoti 3 hole shell 50mm d / lot #: 66651148. Cat #: 51-110080 / tprlc 133 fp type1 bm so 8.0 / lot #: 7705325. Cat #: 110031010 / 28mm i.d. 40mm o.d. Size d bearing lot #: 66528799. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately eleven days post implantation due to pain caused by suspected mal position of the implants. During the procedure, the surgeon noted the length of the stem was not adequate along with the cup fixation. Attempts have been made and no further information is available.